Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted due to ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) however it was not effective enough. It was noted that all therapy in vt-1 zone was delivered but vt stayed in vt-1 zone and there were no shocks programmed in vt zone. Eventually the vt turned into ventricular fibrillation (vf) and the device delivered atp and once shock. The patient was in vf for 5 minutes and received CPR, however due to programming the shock terminated the rhythm. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.